Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. Check clutch/ plunger lever error was found in pump event history log. Reported problem was able to be duplicated during flow and occlusion tests. The root cause of the reported issue was found to be abnormal wear. Actions were taken to mitigate the reported issue: replaced clutch half's and that cleared up the problem.

Event description:
It was reported that the device was presenting with check clutch plunger lever error. No patient injury was reported.